Event description:
It was reported that the device¿s touchscreen was broken, consistent with a fracture of the touchscreen component of the insulin pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews, as well as analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem affecting the touchscreen, aligning with a device fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.